Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (RVLP) while it was being fixated, when in tether mode and performing deflection test the delivery catheter spontaneously released the RVLP. All electrical numbers were normal and there was no issue with the device, the RVLP was left implanted. The patient was stable following the procedure.